Event description:
The customer reported to olympus the endoeye flex deflectable videoscope failed the leak test and no image. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation no leaks were found and the image was clear with no stains. Upon further inspection, it was observed that the glue of the bending section cover had a chip or was sharp due to chemical or physical stress. It was also observed that the angulation in the down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the distal end was likely damaged by physical stress applied during user handling, which caused an anomaly of the charged couple device (ccd) unit leading to no image, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.